Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed and required maintenace. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half-height smart drawer, 6.1 and 6.2, had failed. A field service engineer removed the back panel and reseated the row board connections on the 622 board. The station was powered up and successfully recovered. The fse logged into the hardware test application app to verify that all cubies were working correctly. The system functioned as intended after the field service engineer repaired the device.